Event description:
In 2009, the patient's mother reported that for the past 3-4 days, the patient has had elevated blood glucose readings in the 200-400's mg/dl with his normal range being 140-160 mg/dl. She stated the elevated readings occur in the morning or at night before bed. She said the patient has recently had protein and sugar leaking in his kidneys. Symptoms are feeling hungry and irritable, and he boluses insulin to correct his readings. She stated the patient's doctor has increased his insulin dosage due to the readings. The patient is very active. Product was replaced, and requested to be returned for evaluation.